Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported during an audit that customer had recently experienced approx. 2 split 4 fr power PICC solo's that needed replacing. The splits were below the securacath device. These were not reported or kept for analysis. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.